Manufacturer narrative:
Return of the suspect transducer is anticipated. Evaluation of the transducer will be included in a follow-up report upon its return and investigation completion.

Event description:
A customer reported an x8-2t transducer would not articulate fully to the left on an epiq 7c ultrasound system during use. The suspect transducer has been replaced to resolve this issue. There was no patient or user harm associated with this event.

Manufacturer narrative:
Evaluation of the suspect transducer was performed upon its return from the customer. Evaluation of the transducer confirmed the articulation issue as described by the customer. Functional testing of the device noted failure of the articulation test. Visual inspection noted bite damage to the I-tube, cleaning solution damage to the I-tube, scratches on the handle, a tear in the it cable insulation, and markings and chips on the connector housing. The extensive physical damage to the transducer inhibited the overall performance of the device and is indicative of improper maintenance.

Event description:
A customer reported an x8-2t transducer would not articulate fully to the left on an epiq 7c ultrasound system during use. The suspect transducer has been replaced to resolve this issue. There was no patient or user harm associated with this event.